Manufacturer narrative:
(B)(4).

Event description:
It was reported on (B)(6) 2015 that the patient¿s generator was explanted that day due to an infection. The patient had a recent replacement the month prior on (B)(6) 2015.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for the generator prior to distribution.